Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.a partial lead with the distal tip measuring 45.0cm was returned for analysis. External insulation abrasion was noted at 30.1-30.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 44.2-44.3cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.(B)(4).